Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ruptured implant and "recall".

Event description:
Patient reported right side concern if "implants are part of the recall" and rupture. Patient later reported "interval intra and extra capsular rupture of the right breast implant with the impression of nodal uptake in the right axillary and internal mammary regions" via ultrasound. The device remains implanted.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: foreign body granuloma.

Event description:
Healthcare professional additionally reported via histopathology right side ¿moderately inflamed fibrous implant capsule with foreign body granulomas. No feature to suggest implant-related anaplastic large cell lymphoma (alcl)¿ and "multiple foreign body granulomas are present, likely containing silicone". The device has been explanted.